Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. D06936, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, fibromyalgia, asthma and degenerative disc disease. Previously administered products included for an unreported indication: mirena. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered device dislocation, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for migration, pelvic pain. No. Of coils: left: 8 right: 3. Left coil initially replaced was removed due to concern for misplacement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: obstruction of the right fallopian tube. Left essure device not within the fallopian tube, predominantly within the endometrial cavity and apparently within the wall of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation, lot number - d06936, production date- 2014-09-03 , expiration date - 2017-09-28. Lot number - c55832, production date- 2014-05-13 , expiration date - 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. D06936, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, fibromyalgia, asthma and degenerative disc disease. Previously administered products included for an unreported indication: mirena. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered device dislocation, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for migration, pelvic pain. No. Of coils: left: 8 right: 3. Left coil initially replaced was removed due to concern for misplacement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: obstruction of the right fallopian tube. Left essure device not within the fallopian tube, predominantly within the endometrial cavity and apparently within the wall of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information , lot no, other relevant history , lab data added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered device dislocation, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for migration, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : events added - "pelvic pain", events- "psych injury, post removal complication, migration" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.